Event description:
It was reported that the patient presented during a routine follow up. The patient complained of being short of breath and upon checking the device, the physician felt that the left ventricular (lv) lead was dislodged. It was sensing atrial fibrillation on the lv lead and there was no lv capture at 6.0 volts. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
This report notes the correct explant date of (B)(6) 2018.

Event description:
The lead was explanted on (B)(6) 2018. The lead exhibited high capture threshold during in office check.

Manufacturer narrative:
Analysis was normal. No anomalies were found.